Manufacturer narrative:
Concomitant medical products: therapy dates - event occurred in (B)(6) 2017. (B)(6). Correction/removal report number: 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leakage occurred in the albumin circuit of a mars treatment kit during priming. There was no patient involvement. No additional information is available.